Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not operating on alternating current (ac) power. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to report that at the device was not operating on alternating current (ac) power. The remote service engineer (rse) verified that the customer had the correct part identification (ID) and transferred the customer to parts to get pricing. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 04nov2024, the biomedical engineer (bme) checked the power going in and out of the power supply, traced the power into the power supply from the wall, and confirmed that the device was not turning on when the battery was removed. The biomedical technician ultimately ordered the replacement power supply, and after installing the replacement power supply, the bme confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.